Event description:
No additional information was provided.

Manufacturer narrative:
The customer reported the filter was leaking, and returned 1 sample of material 10013902, lot 24059174 . Upon initial visual examination, the set had no defects or abnormalities. The sample did not show the defect, however, it was verified in 2 of the samples returned under this complaint for lot 24069361. Since the sample for this lot number did not replicate the failure, the complaint could not be verified. The root cause for the issue of occlusion at filter/tubing connection on material 10013902 can be found in the closure letter for the other investigation child from this complaint. There is no verified failure for material 10013902, lot 24059174 . Device history record review for model 10013902 lot number 24059174 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08may2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Manufacturer narrative:
H.3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris smartsite low sorbing set was occluded. The following information was received by the initial reporter with the following: it was reported by customer that notice another issue with this filter. Nurses had been reporting about the filter cannot be primed when it is attached to an unprimed primary IV set. They can only prime the filter once it¿s attached to an already primed primary IV set.